Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c8000 analyzer for one patient. The sample initially generated an absorbance error. The customer diluted the sample, and the result was reported out of the lab. The same sample was repeated, and a normal result was obtained. The following data was provided: on (B)(6) 2023 sid (B)(6) initial run = absorbance error. Diluted result (1:10 dilution) = < 2.0 mg/dl. On (B)(6) 2023 same sample repeated result (undiluted) = 0.63. Customer¿s normal reference range = 0.2 to 1.2 mg/dl. The customer corrected the report from < 2.0 mg/dl to 0.63 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63648uq02 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The issue appears to be specific to the patient sample. As part of troubleshooting, the same sample was repeated undiluted and generated an acceptable result. In addition, the quality control was performing within the expected ranges at the time of the falsely elevated patient result, which shows that the assay was performing as expected. Based on our investigation, no systemic issue or deficiency with the total bilirubin assay for lot 63648uq02 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c8000 analyzer for one patient. The sample initially generated an absorbance error. The customer diluted the sample, and the result was reported out of the lab. The same sample was repeated, and a normal result was obtained. The following data was provided: (B)(6) 2023 sid (B)(6): initial run = absorbance error, diluted result (1:10 dilution) = < 2.0 mg/dl. (B)(6) 2023 same sample repeated result (undiluted) = 0.63, customer¿s normal reference range = 0.2 to 1.2 mg/dl. The customer corrected the report from < 2.0 mg/dl to 0.63 mg/dl. No impact to patient management was reported.